Event description:
Reports a female patient was being treated in the emergency room for a heart attack and difficulty breathing, and received heparin therapy with an initial troponin t result of 0.139 ng/ml. Four hours later, a second sample was obtained from the patient, this gave a troponin t result of <0.010 ng/ml. Heparin therapy was then discontinued. Patient was discharged from the emergency room. The initial sample was repeated, giving a troponin t result of <0.010 ng/ml. The field service representative was unable to determine the cause for the discrepant results. Performance tests were performed and within specification.